Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during surgical intervention to address lead migration (manufacturer report reference number: 3006705815-2020-02164 & 3006705815-2020-02163) and a shocking sensation at the ipg site (manufacturer report reference number: 3006705815-2020-02167), the patient had bleeding at the ipg site. A drain was placed to address the issue during the surgery. The drain was removed (B)(6) 2020 since the drainage had decreased. Patient is reporting effective therapy.